Manufacturer narrative:
Concomitant medical product- model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high impedance, oversensing noise and non-physiologic electrogram waveforms which resulted in the patient receiving inappropriate therapy. A lead fracture is suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.